Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an lh series diluent leak coming from the coulter lh 780 hematology analyzer. Customer reported that the lh series diluent leak was not contained in the instrument. Customer reported the leak was under the unit on the tabletop and on the floor. Customer reported that the volume of the leak was approximately 500 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found fluid under the right front side of the lh 780 analyzer. The fse determined the top green stripe tubing on the sheath restrictor was leaking. The fse replaced the affected tubing.

Manufacturer narrative:
(B)(4).